Manufacturer narrative:
Additional info has been requested and if made available, this will be reported as supplemental. Method, results and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that, "rear rail broke off of implant when scrub tech was placing on inserter. I believe scrub tech overtightened implant."